Event description:
It was reported that there was an occlusion issue. There was no reported impact to the customer¿s blood glucose level. The call was dropped while customer service was assisting the customer in verifying the occlusion number. The customer followed-up, issue was resolved with a cartridge changed and insulin therapy was resumed.